Manufacturer narrative:
No frozen screen noted. However, unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was frozen and motor error becoming recurrent. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.